Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information while hanging curtains the patient reported feeing this electrode suddenly change position. Since then, the patient has felt pain along the electrode. There was an untreated episode with noise which the physician felt was due to electrode movement. Surgical intervention was performed and the electrode was repositioned and remains in service.